Event description:
On (B)(6) 2013, the lay user/patient in the USA contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose reading of 236 mg/dl on the reported meter and a reading of 188 mg/dl on another meter. The time difference between the tests was not available. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient did not seek any medical attention or treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.